Manufacturer narrative:
(B)(4). It was reported that a fast anatomical map (fam) shift issue occurred during the atrial fibrillation ¿ persistent procedure. The problem was resolved by performing a new map. After 15 minutes, the map shift occurred again. The procedure was completed with no patient consequence. Additional information was provided on may 16, 2016 stating that there were no error messages given by the carto 3 system. The differences were noticed in the right pulmonary veins. The lasso and the smart touch sf catheters were completely outside of the created fam between 3 and 10mm. No cardioversion was performed prior to the map shift and no patient movement was detected by the system. The root cause of the issue was determined to be the sedation of the patient that was causing a diaphragm movement and then a chest relaxation that cannot be compensated by the carto 3 system which causes a sure map shift. After the sedation protocol was modified, the issue did not recur. In addition, the issue was investigated by the device manufacturer. Conclusion: ¿the carto 3 system was performing as expected (no product malfunction). During the case after creation of a map, some sedative drugs were given to the patient which could have caused diaphragmatic relaxation. This may cause shift of the heart position in the carto z axis, hence leading to unidentified map shift. This was confirmed with the physician and once a change in the workflow was introduced (giving sedation before initial map is created/ other drugs) this did not recur¿. The system was tested after a supported case by the biosense webster field service engineer. All the acceptance testing procedures passed. The system is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a fast anatomical map (fam) shift issue occurred during the atrial fibrillation - persistent procedure. The problem was resolved by performing a new map. After 15 minutes, the map shift occurred again. The procedure was completed with no patient consequence. Additional information was provided on may 16, 2016 stating that there were no error messages given by the carto 3 system. The differences were noticed in the right pulmonary veins. The lasso and the smart touch sf catheters were completely outside of the created fam between 3 and 10mm. No cardioversion was performed prior to the map shift and no patient movement was detected by the system. Per the additional clarification received on may 16, 2016 stating that there were no errors given by the carto 3 system, no cardioversion was performed prior to the map shift and no patient movement was detected by the system, this event has now been assessed as a reportable malfunction as with such map shifts there is a potential risk to the patient. The awareness date for this reportable malfunction is reset to may 16, 2016.